Event description:
An adverse event was reported involving an unknown component aesculap ag knee implant system. Specifically, it was reported that there was postoperative loosening. A revision surgery had been planned of the leftt knee. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided. The adverse event is filed under aesculap ag reference no. (B)(4). Associated medwatch reports: unknown component aesculap ag knee implant (aesculap ag reference no.(B)(4): 9610612-2026-00073) unknown component aesculap ag knee implant (aesculap ag reference no.(B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.